Manufacturer narrative:
B3: surgery occurred on an unknown date in 2021 but date of fracture is unknown d6a: unknown date in 2021. D10: alteon ha collared stem size: 8. Alteon cup, cluster-hole 52mm. Alteon neutral liner biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left tha approximately 4 years ago. The surgeon noted "medial calcar crack with separation". It is unknown from the reported information when this crack occurred. No further patient impact or intervention was reported as a result of this event. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5.

Event description:
It was reported that the patient underwent an initial left tha (total hip arthroplasty) approximately 4 years ago. The surgeon noted "medial calcar crack with separation". Brooch was removed and calcar cable was placed. The stem was inserted without difficulty. No device failure. No adverse event. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the bone fracture reported was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.